Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported complaints could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported in a general comment that larger nc trek balloons are withdrawn with resistance with the guide catheter due to the proximal end balloon fold. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.